Event description:
The newlife elite oxygen concentrator was on, not being used with the cannula tubing hanging on the bed post. Pt claims to see fire at the outlet of the device and put the device outside. The cannula tubing is burnt and melted into the carpet. No injury.

Manufacturer narrative:
Fire investigator is sending photographs and will be coordinating an examination.